Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being in the hospital in ici for 3 days due to possible bad insulin. Customer's blood glucose was above 800 mg/dl. Customer could not be reached for further information. The insulin pump will not be returned for analysis.